Event description:
It was reported that a patient's device had reached end of service after being implanted for just over 2 years. The patient was referred for generator replacement surgery. The device history records were reviewed and confirmed that the device had been manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. The patient's in-house programming data was reviewed, but the available data was from the two months after the device was implanted and could not confirm whether the patient's generator battery was actually depleting faster than typical. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
Programming data was further reviewed for the patient's device. The available data was from two months after initial implant surgery, and the battery life indicator was still showing 100% at the end of the available history. No low battery indicators were observed in the available history, so premature battery depletion could not be confirmed. There was no evidence that the patient's device came into contact with an electrocautery device on the date of implant. The patient underwent generator replacement surgery due to battery depletion. The explanted generator has been received by the manufacturer, but analysis has not been approved on the generator to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. When received, the data was downloaded from the pulse generator and reviewed. The data revealed that only 54.717% of the battery had been consumed; however, the calculated battery voltage supported an end of service condition. Visual examination of the generator exterior did not identify any anomalies. A visual examination of the internal circuitry identified contaminates along the edge of the circuit board. The internal circuitry failed several electrical tests. The contaminates were then removed from the circuitry, and the circuitry was shown to be functioning properly. Based on the electrical testing results, the contaminates on the edge of the circuit board led to the supply current drain. The increased current consumption for both standby and pulsing modes of operation caused premature depletion of the battery. No additional relevant information has been received to date.